Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and the cause was not known. Correction bolus was delivered to address high bg. The infusion set site was changed. A pump system check was performed and no device issues were identified. Upon follow up, the customer's bg was over 500 mg/dl. The customer declined additional troubleshooting or follow up. Reportedly, the customer contacted a healthcare provider.